Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call hospitalization and low blood glucose levels. Customer's blood glucose level was 61 mg/dl. Customer went to the hospital as a result of their low blood glucose levels. Troubleshooting for low blood glucose was performed. Customer did not complete troubleshooting because they feel nothing is wrong with the insulin pump and instead the sensor has issues. Customer's insulin pump went into threshold suspend and they did not hear it. Customer advised they woke up 2 hours later and their blood glucose level was 61 mg/dl. Customer's sugar glucose level was 45 mg/dl.